Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was received with minor scratched lcd window, cracked reservoir tube window corners, completely broken off reservoir tube lip, cracked belt clip slot and broken battery tube threads. The reservoir will not lock in place due to completely broken off reservoir tube lip. The pump was unable to perform functional test including basic occlusion, occlusion, prime test and excessive no delivery alarm test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 469 mg/dl. The customer experienced symptoms such as nausea, vomiting and diarrhea. The customer was hospitalized for diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The customer reported that the pump is broken where insulin goes in the tube. The customer stated that the seal around the battery is also missing. The insulin pump will be returned for analysis.